Event description:
Per medical record review, the procedural transesophageal echocardiogram (tee) showed that the tavi was in place. Moderate to severe paravalvular leak (pvl) visualized at the 1-2 o'clock position. There was no stenosis with an average mean gradient (avmg) of 8.3mmhg. A pvl closure procedure with an occluder ii device was placed in appropriate position at the 1-2 o'clock between the tavi and the aortic root and the pvl improved to mild. Post-operative day 1 indicated that there is a small perivalvular leak at about 12 o'clock and just left of this position (counterclockwise), difficult to quantify but appears to be minimal when compared to previous imaging on tee imaging.

Event description:
Approximately 1 year and 11 months post tavr implant using a 23mm sapien 3 ultra valve, the patient is being worked up for a valve in valve procedure due to mild to moderate pvl.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that an unknown patient or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.